Event description:
The dealer was filling multiple cylinders at the dealership. When he went to take the cylinder off of the homefill unit, there was an alleged flash fire. The dealer dropped the cylinder and it started to spin on the floor. This allegedly caused the fittings on both of the units to melt. No injury is alleged.

Manufacturer narrative:
No injury reported. Information indicates dealer was filling multiple units when incident occurred. Unclear if the unit being used had a contaminated connector. Current user guide cautions about the hazards of grease or oils.